Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., h.6.

Event description:
Patient later reported baker grade ii.

Event description:
Patient called to report, a left side capsular contracture, baker grade unknown. "Starting to cause pain on the top". Device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: capsular contracture, baker grade unknown.